Event description:
Consumer claims she was laying on a heating pad for her back. She noticed it getting hot and alleges that it caught on fire. No injuries or property damages were reported with this incident.

Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warning provided. The pad has been requested from the consumer to determine if the incident arose from abuse/misuse of the pad (i.e bunching/folding/crushing). A prepaid label was sent to the consumer for return of the product.